Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited intermittent output at the time of implant. A bipolar lead was connected to the ipg and it did not pace. The ipg was placed in the pocket, the lead was removed and reinserted and no pacing was still observed. The ipg was programmed to the unipolar mode and pacing was observed. The physician elected not to implant the ipg.